Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this electrode became dislodged. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this electrode became dislodged. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Event description:
It was reported that this electrode was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.